Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa treatment started the week of 24 february 2018. It was reported that the patient¿s intestinal tube was clogged and a change of tube was performed the (B)(6) 2019. Following the tubing change, the patient experienced a lesion on the stomach leading to surgery again. Following the re-operation, the patient experienced tachycardia. As of (B)(6) 2019 patient was in resuscitation unit. On (B)(6) 2019 it was reported the patient was still hospitalized and duodopa treatment was stopped for 8 days but still treated orally. Will stop duodopa treatment for at least 3 months. The patient is confused and has cardiac problems.